Manufacturer narrative:
(B)(4). Date sent: 05/13/2021. D4: batch # u5ef6g. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with the one piece sled out of position and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one-piece sled is present. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts were made to obtain additional information and the following information was received: was the plastic portion of the cartridge damaged? No further information is available. Was the metal cartridge pan separated from the plastic portion of the cartridge? No further information is available. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact sales rep about the device returning. No further information will be provided.

Event description:
It was reported that during an unknown procedure, it was found that part of the cartridge had been broken off when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.